Event description:
This pt underwent a right total knee placement in 2001. They have had pain since that time. They were admitted to this facility for a revision of the right total knee. Intraoperatively the femoral component was found to be very loose. Polyethylene was found to be worn as well. All components were removed and replaced.